Event description:
An endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was not reported. It was reported that the patient expired forty-two months post initial stent implant. The cause of death is unknown. No further information has been obtained. The investigator assessed the event was not related to index procedure. The investigator was not able to assess drug or device relationship.

Manufacturer narrative:
Evaluation results - other, lack of information, details of death unknown.